Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed episodes of non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos). The patient did not receive therapy during the oversensing. The device was reprogrammed. There were no patient consequences.